Manufacturer narrative:
(B)(4). Unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unit received with missing serial number label.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow blocked alarm. Customer changed the tubing and used the same reservoir customer tried to bolus again and it still gave him insulin flow blocked alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.